Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was shut down while removing a medication from drawer 2.2. A field service engineer replaced the solid-state drive and all in one. Although the station booted up, the touchscreen was not functioning then worked with lead technician and proceeded to replace all in one, communication sled, docking board, and hard drive. After replacing all in one again, the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 station unexpectedly shut down twice in a day. First incident (6:37 am): nurse reported the station powered off while retrieving medication from drawer 2.2-b1. User switched to another station to remove other meds. Second incident (9:40 am): nurse experienced a shutdown while returning 1% lidocaine with epinephrine. The drawer opened with unexpected contents, followed by an error message and a blackout. The machine rebooted on its own. She was able to return the lidocaine but was prompted to place a 500cc saline bottle in the external bin without clear reason. There were no adverse events or injuries reported based on this incident.